Manufacturer narrative:
Title: medium-term outcomes after pulmonary valve replacement with the freestyle valve for congenital heart disease: a case series citation: european journal of cardio-thoracic surgery (doi 10.1093/ejcts/ezw024) authors: ben dunne, elizabeth suthers, peter xiao, jianguo xiao, edward litton, and david andrews earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding mid-term outcomes after the implant of this stentless bioprosthetic valve implanted in the pulmonary position. All data were collected from implants performed by one surgeon at two medical centers between 2000 and 2014. The study population included 114 patients (predominantly male; mean age 21 years), all of which were implanted with the freestyle valve (serial numbers not provided). Among all patients adverse events included: 8 incidents of re-operation due to bleeding and one due to a pulmonary artery patch repair. Seventeen incidents of re-intervention (balloon aortic valvuloplasty, valve-in-valve or surgical revision) were also reported due to endocarditis (4), structural valve dysfunction (13). One additional case of endocarditis was reported but did not require surgical intervention. Twenty-four incidents of structural valve dysfunction (svd) were also reported: 12 of which were due to stenosis, 3 due to regurgitation and 4 due to a combination of stenosis and regurgitation and 5 due to sub-valvular stenosis at the right ventricle suture line. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.